Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the instrument and replace the 4-way valve assembly to resolve the issue. Fse successfully perform performance verification tests and ran quality control. (B)(4).

Event description:
The customer stated that they found fluid under reagent probe b on the black drip tray in unicel dxc 600i synchron access clinical system. The customer was wearing lab coat, gloves, and eye protection. The leak was contained within the instrument. No erroneous results were generated, and there is no report of injury or exposure to the operator due to this event.